Event description:
A healthcare professional reported that while being at the end of the operation the device shut down with no warning. No system message was displayed during the event. The system was restarted to complete the surgery without significant delay. There was no patient impact. Additional information has been requested, but not received to date.

Manufacturer narrative:
A sample is being returned. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).